Event description:
It was reported the bipolar lead impedance was less than the unipolar lead impedance measurement. It was also noted the lead demonstrated poor sensing, noise and appeared to not be capturing. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.